Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.

Event description:
It was reported that due to twiddlers syndrome, leads have migrated, and one has disconnected from ipg. Patient has lost effective stimulation. To address the issue, surgery is planned/ pending.